Event description:
It was reported that the instrument was sterilised as part of an instrument set and that the hospital coordinator subsequently noted debris under the handle as well as a greasy substance. The issue was noted prior to being used in a procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Biomet provides the following recommendations for the care and handling of surgical instruments: washer-decontamination equipment will wash and decontaminate instruments. Complete removal of soil from crevices and serrations depends on instrument construction, exposure time, pressure of delivered solution, and ph of the detergent solution, and thus may require prior brushing. Date of event - unknown. Manufacture date - unknown as the appropriate product identification necessary to obtain manufacturing history was not provided. (B)(4).